Event description:
The explanted device was received for investigation. According to the explantation report the user had pneumococcal meningitis 7 times since 2021. The user has a malformation of the vestibular organ (no semicircular canals). The electrode lead was completely covered by bone. The user was not re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to re-occurring meningitis. A device contribution has been denied by the surgeon and the cochleostomy/rw opening was found properly sealed at explantation. Therefore, at present, no available information indicates a possible device contribution to the reported issue, which is most likely due to a device unrelated medical cause, namely a vestibular-cochlear malformation. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report the user had pneumococcal meningitis 7 times since 2021. The user has a malformation of the vestibular organ (no semi-circular canals). The electrode lead was completely covered by bone. The user was not re-implanted.